Event description:
It was reported that the patient underwent a procedure to explant an inflatable penile prosthesis (ipp) due to inability to inflate the device. The ipp was removed and a new device implanted. No patient complications were reported.